Event description:
The customer reported that the water tightness of the evis exera iii colonovideoscope could not be maintained. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material coming out of the distal end due to a clogged channel. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning, the auxiliary water channel was flushed with water and the channel was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a crack on the upward/downward angulation control knob. Also, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the up/down know made an abnormal sound due to damage, the bending section cover adhesive was chipped, the light guide and objective lenses were discolored, the scope cover was discolored, the connecting tube was discolored, the paint on the suction cylinder was peeled, the forceps channel port and suction cylinder were shaved, the scope connector was corroded, a foggy image occurred due to damage on the charged coupled device (ccd) unit, the grip was discolored, the up/down knob was corroded, the image was partially dark due to dirt on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to not cleaning the device sufficiently. The material was possibly a medical agent, which was composed mainly of organic silicon such as antifoam agent, and compounder of body fluid originated from human or residual filth. The event can be prevented by following the instructions for use which state: "[3.8 inspection of the endoscopic system] inspection of the auxiliary water feeding function ¿ nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. ¿ note that the luer port includes a one-way valve to prevent backflow. Do not use without the luer port in place. Backflow of contaminated material may occur and equipment damage or patient injury may result. 1 attach a syringe containing sterile water or the water tube from a flushing pump to the luer port of the auxiliary water tube. 2 feed water from the syringe or the water tube. 3 confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section. 4 make sure that no water leaks from the connection between the luer port of the auxiliary water tube and the syringe or water tube. 5 disconnect the water tube or the syringe from the luer port of the auxiliary water tube. 6 make sure that no water leaks at the luer port of the auxiliary water tube and/or the distal end of the insertion section." Olympus will continue to monitor field performance for this device.